Manufacturer narrative:
Batch review performed on 23 february 2021: lot 189939: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved batch review performed on 23 february 2021: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm ((B)(4)) lot 1811945: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs manager: revision surgery performed 1 month after reverse total shoulder arthroplasty due to dislocation. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
The patient came in reporting pain 1 month after the primary surgery due to a dislocation of the glenosphere from the liner. The cause of the dislocation is unknown. The surgeon revised all medacta components with competitor components. The surgery was completed successfully.